Manufacturer narrative:
Eval: results: visual inspection of the returned product showed part of the optic was torn and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and the lens tore in the cartridge during insertion. The lens was removed and another same model lens was implanted without any pt injury. The reporter stated that this is surgeon's first time using this lens and was having problem with them tearing while advancing towards the eye. A staar rep came out to their facility for an in-service and the problem resolved. The reporter stated the incident was due to the surgeon's technique. This is one of two lenses the surgeon attempted to insert in this pt (see MFR report #2023826-2009-00347).